Event description:
Boston scientific crm received information that this patient developed an infection and a possible allergic reaction. The patient will continue to be monitored and tested for an allergic reaction. To date, no other adverse patient effects were reported.

Manufacturer narrative:
This product remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.